Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient presented to the emergency department from a skilled nursing facility on (B)(6) 2026 after the patient was found to be generally unresponsive with altered mental status around 06:30. The patients last known well time prior to 06:30 on (B)(6) 2026 was approximately 12:00 on (B)(6) 2026. Upon initial interrogation, low flow alarms were noted on event log around 09:45 but clinician was unable to see past that due to limited log file capability. Based on periodic trends going back to (B)(6) 2026 it was highly suspected that there were many more low flow alarms that occurred in that time frame. Head computed tomography scans were negative for any intracerebral hemorrhage or ischemia/occlusions. Labs in the emergency revealed severe hyperkalemia, acute kidney injury with crt 2.33, elevated lactate 6.7, respiratory acidosis ph 7.06, pco2 76, hco3 22, and supratherapeutic inr 5.0. Speed was reduced acutely to 5200 rpm for hypovolemia, and the patient was given 2.5l of crystalloid and admitted to the intensive care unit for management of the aforementioned findings. The patient was placed on continuous renal replacement therapy (crrt) and 6l nasal cannula with vasopressin and milrinone infusions at 0.02 unit/min and 0.25 mcg/kg/min respectively. It was noted that there was also a significant increase in emergency backup battery use from 3 minutes on (B)(6) 2026 to 69 minutes on (B)(6) 20226. The due to altered mental status log files were submitted for further review. The event log captured low flow events from the beginning of the data capture 27may2026 at 0939 with the estimated flow hovering mainly around the 2.4 to 2.5 lpm range up until (B)(6) 2026 a 1129 with flow noted as low as 1.8 lpm.